Event description:
Repeat false positive immulite 2500 stat troponin assay results were obtained on a patient sample when run in duplicate and repeated on another immulite 2500 system. The immulite 2500 troponin results are discordant when compared to another test method. A negative troponin result was reported by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the false positive stat troponin assay results.

Manufacturer narrative:
There are no known causes for the false positive stat troponin result when compared to another troponin test method. The customer noted that all other test results were good. The instrument is performing within specifications. Reference report # 2017183-2010-00004 for the first patient associated with this incident.